Manufacturer narrative:
(B)(4). Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Could you please clarify how long was the delay (hours/minutes)? Was there a change in the procedure? If yes, please explain. Could you please clarify if there were any patient consequences? Could you please clarify if was any change in the post-operative care of the patient as a result of the event? If information is obtained that was not available for the initial report, a follow-up report will be field as appropriate.

Event description:
It was reported that during a lar "ethicon curved intraluminal stapler (ils) cdh25a, stapler utilized for rectosigmoid anastomosis after low anterior colon resection. When fired, stapler cut and staples fired, but staples did not close completely, and staple line fell apart. As a result, patient had colonic spillage into the abdomen and surgeon had to perform q hand-sewn anastomosis". The case was delayed.

Manufacturer narrative:
(B)(4). Date sent: 12/14/2020. Additional information received: per the primary surgeon, patient is doing fine, thanks. Stapler was squeezed as hard as possible, staples deployed and the ¿donut¿ was cut making the anastomosis, but the staples never closed. The entire anastomosis therefore fell apart. This added over an hour on to the surgery to fix the problem and I ended up doing the anastomosis by hand suturing, not wanting to try another eea stapler.